Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. It was also reported that the customer experienced a low blood glucose (bg) level prior to occlusion alarm occurring. The customer reported an elevated bg level of 400 (mg/dl) and moderate ketones when occlusion alarm occurred. A bolus was delivered after the pump supplies were changed to address elevated bg levels. Candy and chips were consumed to address low bg levels.

Manufacturer narrative:
Pump logs recorded low bg levels around 11:00am on (B)(6)2016. There were no erratic basal rate adjustments. The user made bolus requests without entering current bg level while still having insulin on board (iob). Making bolus requests without entering current bg level and still having insulin on board could lead to low bg levels. Pump logs do not indicate that the insulin pump caused low bg levels. There is no evidence that the insulin pump experienced a malfunction or failure.